Event description:
It was reported that the patient was not heating on the arctic sun device. The nurse started the patient to rewarm, but the patient temperature was not increased. The patient temperature was 35.1 c, the flow rate was 3 lpm, and the water temperature was 40 c. The rewarming reads from 35.6 c, the flow rate was 0.25c/hour to 37 c. The patient weighed 141 kg with a large pad and universal in place. The patient was covered with one blanket. The trend was one arrow up. The nurse considered adding a bairhugger or warm blanket. The patient was at 35.4 c, the water temperature was 40 c, and the flow rate was 2.9 lpm, and trend indicator was three arrows down. The rewarming reads from 35.8 c, flow rate was 0.25c/hour, to 37c. Ms&s explained the patient was still behind the target and trending down and suggested adding a bairhugger. Per follow up 1 on (B)(6) 2020 via nurse, it was stated that the issue was patient related. Once they were able to get the patient's temperature under control the patient was able to continue and complete the therapy with no further issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per the additional information received the event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. Nurse started patient to rewarm, but the patient temperature has not increased. The patient temperature was 35.1c, flow rate was 3lpm, and water temperature was 40c. Rewarm tab read from 35.6.c, flow rate was .25c/hour, to 37c. Patient weighed 141kg with large pads and universal in place. Patient was covered with one blanket. The trend was one arrow up. Hwl was set for 38.5c, then increased to 42c. The nurse stated she would consider adding bair hugger or warm blanket. Patient was now 35.4c, water temperature was 40c, flow rate was 2.9lpm, and tdi was three arrows down. Rewarm tab read from 35.8c, flow rate was 0.25c/hour, to 37c. Ms&s explained the patient was still behind target, and trending down and add a bair hugger.